Event description:
It was reported that the right ventricular (rv) lead was attempted implant due to helix issues. When the physician was trying to place the lead in septum at the left bundle branch, the helix broke off and part of it remains in the patient. Subsequently, physician implanted a different lead. No additional patient adverse effects were reported. The lead is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned. A stylet insertion test passed without issue - indicating no blockage in the lumen. A helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid. Visual inspection revealed no abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right ventricular (rv) lead was attempted implant due to helix issues. When the physician was trying to place the lead in septum at the left bundle branch, the helix broke off and part of it remains in the patient. Subsequently, physician implanted a different lead. No additional patient adverse effects were reported. The lead is expected to return for analysis.